Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a urinary tract infections. The patient did not allege the purewick female external catheter as the cause. The patient stated that doctor that the patent could start back after the urinary tract infection cleared. The patient had been using this product for more than 90 days. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time and medical intervention was unknown.

Event description:
It was reported that the patient had a urinary tract infections. The patient did not allege the purewick female external catheter as the cause. Doctor advised patent to start back after the urinary tract infection cleared. The patient had been using this product for more than 90 days. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The instructions for use were found adequate and states the following: precautions: not recommended for patients who are: experiencing skin irritation breakdown at the site. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.